Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed from the filter of a prismaflex m100 set, during priming. However, the m100 set was not discarded but used for treatment. An external blood leak was subsequently identified. The estimated blood loss was not reported. Treatment was ended and the m100 filter set was replaced. It was not reported if the extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was not available for investigation, however, a photograph was provided for investigation. The visual inspection observed a crack on the filter housing. The reported condition was verified. The cause of the condition was determined to likely be damage to the set by the user. A batch review was conducted and there was one manufacturing nonconformity recorded regarding this lot number, which was unrelated to the reported event. Should additional relevant information become available, a supplemental report will be submitted.